Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
It was reported since (B)(6) 2014 the patient had episodes of passing out. They had to go to the emergency room on one occasion but the doctor could not do an EKG because the stimulator needed to be off and they didn¿t have their programmer with her. The cardiologist later tried to run tests but 2 of the 4 tests had interference from the deep brain stimulator (dbs) even with the therapy off. The patient was told that the dbs therapy would slow down muscle activity and the heart was a large muscle. The cardiologist felt the dbs therapy affected the patient¿s heart and caused them to pass out. The dbs device was checked by her doctor and everything looked perfectly normal. The dbs physician did not agree with the cardiologist. The patient was put on oral medication on (B)(6) 2014 to increase their blood pressure. Since (B)(6) the patient only had 3 occasions that she didn¿t have to take the medication. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387-40, lot# j0443821v, implanted: (B)(6) 2004, product type: lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).